Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the mvs dropped connection 3 times. No errors were found in the logs. The network cable connecting the mvs to the navigation system had missing connector tabs which secure the connectors in the jack. This can cause poor connection. A new cable was installed. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively for a posterior cervical/thoracic procedure. It was reported that once the site had the system setup for a case, they confirmed they had all three green indicators on the navigation system and as soon as they pressed the middle hand switch button to take a three dimensional (3d) spin an error message popped up. The message stated "3d mode disabled. Navigation connected but not ready." Technical services had the site plug the foot pedal in and attempt to take a 3d scan and it completed successfully. No patient impact. 5 minute delay.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.